Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa but did not meet release criteria. The physician redeployed the closure device a second time. There was still a leak less than 5mm that the physician wanted to resolve, so they recaptured the closure device a second time. While recapturing the closure device the was became kinked. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. There were no patient complications or consequences as a result of this event.